Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor glucose and blood glucose readings were completely different and would cause his pump to unnecessarily suspend. The patient stated that his sensor glucose would be about 70 mg/dl and his blood glucose would read 250 mg/dl. The customer received false lows from his sensor on a regular basis. At the time of call the customer stated that his sensor glucose was 195 mg/dl and he felt that his blood glucose was about 230 mg/dl, and he is okay with that degree of difference. The patient mentioned that he has been inserting the sensor in his leg due to that site giving him the most accurate readings. Troubleshooting was declined for the sensor issue since the customer's readings were stable. Additionally, the customer mentioned that when the pump suspends due to a low sensor glucose the pump does not resume function automatically and he has to press a button. The customer was advised to call when that happens in order to troubleshoot.